Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked. The leak was described as a "tiny leak at spike area." This issue was identified during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured from october 03, 2019 - october 07, 2019. The device was received for evaluation. The bag was cut at the top right where the customer likely drained the contents. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed which revealed a leak at the spike port cap from the base of the spike port. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.